Manufacturer narrative:
Product complaint #(B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * please confirm if two sutures broke during use or if the same suture broke two times. * were there any patient consequences? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6)2024 and suture was used. Due to poor uterine contractions during surgery, the doctor used uterine binding thread to bind the uterus and strengthen uterine contraction hemostasis. However, the suture broke during both knotting attempts, so they avoided it broken end, re knotted, successfully tied uterus, good uterine contractions, no obvious bleeding observed. No adverse patient consequences were reported. Additional information was requested